Event description:
To be clear, (B)(6) of 2020 is an approximation. Breast implant in my left breast began migrating up resulting in a slightly high riding position. I believed this to be a type of capsular contraction. It causes no pain and only mild deformity. Date of augmentation: (B)(6) 2014, dr (B)(6), associated plastic surgeons, (B)(6). Mentor, smooth round mpp gel, 300cc. Lot # 6781094, sn (B)(4) (left?), sn (B)(4) (right). I have photos of capsular contraction, however your system will not upload after multiple attempts. Beginning in (B)(6) of 2020: chronic neck pain, headaches, inflammation, neuropathy in my feet, intense fatigue, brain fog, metallic taste in mouth, etc. Currently under the care of pcp, neurologist, cardiologist, pain management, endocrinologist, ortho spine specialist, physical therapist, and awaiting appointment with rheumatologist in (B)(6) of 2023. Multiple MRI's, CT's, xrays, many labs, etc. My symptoms align with what is loosely known as breast implant illness. It is understood there is no solid scientific conclusion to draw a connection at this time. I do wish, however, the FDA give intense focus to this issue given the amount of time and expense to the aforementioned physicians/tests with no relief and no real course of treatment in sight. These symptoms compounded have become debilitating and I'm not sure how much longer I can continue day to day tasks. FDA safety report ID # (B)(4).